Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow- up will be submitted when the investigation results become available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. Please note, this device is distributed outside the us and no gudid information exists. UDI number (B)(4). Premarket submission#: k083689, k142596, k191910.

Event description:
According to the event description: "crc1000953 was sent for investigation with a note attached, 'pump infused too quickly. ( 7 hrs too soon) infused over 16 hrs instead of 23 hours. After infusing reading on pump were that 17 left is to be infused & 7hr & 51 min remaining''. & an email that stated: please review baxter pump crc1000953. It being used for amiodarone infusion. The infusion commenced at 26/11 and was to go in over 24hrs but consumed within 17hrs but the pump volume to be infused showed 7hrs remaining at 0345."

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). We received: one infusomat space, 8713050, serial no.: (B)(6) with software version 686n030005. The history files were read out and analyzed. The customer specified (B)(6) 2025 as the date of the incident. On the (B)(6) 2025 the therapy was started at 12:31 with a flow rate of 21.72ml/h. Before start, the pump was used for another therapy. For the new therapy a vtbi of 500ml was set. Next day at 03:42 the pressure upstream alarm occurred. The therapy was stopped. In 15hours and 11 minutes in total 329.72ml were infused. No device alarm or technical malfunction occurred during this time. The sample was subjected to a visual and functional examination. Visual inspection: during the visual inspection of the infusomat space, all cover caps on the screw pillars on the lower housing part as well as the black production seal were available and undamaged. The device showed age related signs of wear and tear. It could be found that the ribbon cable of the operating unit was heavily kinked. Damages of the housing parts could not be detected. Functional inspection: as part of the functional check the self-test of the infusomat space could be successfully performed. An infusomat space line could be inserted and was recognized by the pump. After the line selection the delivery mode could be started without any reservations. After the functional test a delivery accuracy measurement according to iec 60601-2-24 was arranged. Here a nominal delivery rate of 100 ml/h was chosen. The assessed mean deviation "a" of the second operating hour was measured with a value of +0,12 %. This value is inside the instruction for use predefined performance characteristic of the device (+-5 %). The test was performed with a connected drop sensor from customer. The downstream sensor, the electronic pressure cut-off and the mechanical pressure limitation were check according to the requirements of the service manual. The device fulfills the required values according to the specifications of the technical safety check (tsc). The device was disassembled, and the inside was investigated. It was possible to detect some little signs of dry liquid. No visible damages could be found. The defect could not be confirmed. During a flow measurement no flow deviation could be detected. The device works within our specification. No product deviation. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.